Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had small screen, partial display and difficult to read. The blood glucose at the time of the incident was unknown. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. Device passed the delivery accuracy test at 0.08720 inches. No prime or fill anomaly and no missing segments or partial display anomaly noted during test.